Event description:
Caller reported pump malfunction, but no notable events occurred prior. Blood glucose level was not adversely impacted. Malfunction code was identified and reset with assistance from technical support, and no recurrence was reported. Customer was advised to continue using pump and to contact support if issue reoccurs.